Event description:
It was reported that the patient had been admitted to the emergency room (ER) due to diabetic ketoacidosis. The patient reported they were "rationing her insulin," and was only using 10 units per day instead of her usual 50 "because she did not have enough. The patient did not report receiving treatment at the ER, but was assisted with placing a new pod "properly."

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.3. Hardware: iphone17.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.